Event description:
It has been reported that this right ventricular (rv) lead exhibited noise, oversensing, and pacing inhibition of less than 2 seconds. Currently, this product remains in use and no additional adverse patient reactions have been reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).